Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿disconnected¿ and it was unknown at the time of report what this meant. It was also noted that the patient needed an MRI of the spine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).